Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. The customer's blood glucose (bg) level was over 541 mg/dl and trace ketones were present. The customer delivered a correction bolus to address the high bg. Customer changed pump supplies to address the issue.